Event description:
It was reported in a scientific article that a patient experienced a superficial wound infection (erythema). The use of the stimulator was salvaged with oral antibiotic agent cephalexin for 10 days and no apparent infection related to the device was noted. Good faith attempts to obtain additional information have been successful to date.

Manufacturer narrative:
"Complications of chronic vagus nerve stimulation for epilepsy in children". (2003)500-503.